Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to verify motor position encoder error alarm and perform the displacement test due to motor error alarm. The pump received with cracked reservoir tube lip, scratched lcd window, scratched case and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states they forgot to remove the pump during an MRI. Troubleshooting was not able to resolve the issue. The device will be returned for analysis. The drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.